Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. The reported issue was a pump problem during infusion. Per the initial reporter, the pump has been used without any issues since the software update to 5.10.0.177. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Also, a review of the serial number showed no additional complaints with this pump were reported. There is no related CAPA for the reported issue.

Event description:
The following has been reported: pump problem during infusion a preliminary review identified the following issue: pneumatic valve actuation failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.